Event description:
It is reported that the surgeon was concerned about the sterility of the implant because of what looked like a compromised inner blister pouch, almost like a water spot. Another femoral component was available in stock. There were no issues with case.

Manufacturer narrative:
Scuffs and stains were noted on the outer surface. The packaging components were not returned for evaluation. Therefore, a definitive root cause cannot be determined with the information provided. However, the complaint may be revised upon return of the packaging components. Evaluation summary: the device history records were reviewed for the femoral component, indicating the device was manufactured, inspected, and packaged to specifications. A complaint history was performed, indicating that no other complaints have been received for this part and lot number combination.